Event description:
Patient reported that their crown broke and was repaired. They have not been in the aligners for some time and are now cleared to continue treatment. Diagnostic findings provided.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.